Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the insulin pump was under delivering. Patient's blood glucose at time of incident was 405 mg/dl. Patient's current blood glucose level was 127 mg/dl. Customer reported that they had symptoms related to their high blood glucose which were dry mouth, diziness. The customer was said that the drive support cap was normal. The insulin pump will not returned for analysis.